Event description:
Epidermal autograft loss. Integra placed on burn sites, upper arm, left flank, left breast, and left upper chest on 1/11/1999. On 1/14/1999 areas of purulent drainage were noted on the left breast area, and treated with topical antibiotic. On 1/18/1999 areas of purulent drainage were noted on the shoulder and chest. Silicone layer of integra was removed on 02/04/1999 during the epidermal autograft procedure, and it was noted that the neodermis looked good, and the epidermal autografts were placed. Original epidermal autograft area measured 352 square inches. A second autograft was required on 02/23/1999 to replace 80 square inches of area which amounts to approx 20% of total burn surface area. The user facility originally reported on 04/30/1999 a lack of vascularization of the neodermis, which was not supported by the 80% successfull autograft take. On 07/07/1999 further information from the user facility indicated that the 20% graft loss was due to infection preventing the normal development of neodermis. The second autograft resolved the event. The patient was reported to be doing well and was discharged.